Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge did not fit onto the pump and a resume pump alarm occurred. A cartridge change was performed resolving the issue. Customer's blood glucose level was 400 mg/dl with ketones. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.